Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately three and one-half years post-implant, a type iii separation endoleak was seen on the left (contralateral) side. An endurant ii was implanted, re-lining the left side from the flow divider of the bifurcate down to the bifurcation of the left internal iliac and external iliac arteries. No additional clinical sequelae were reported and the patient is stable and being monitored.

Event description:
Additional information received . The cuff seen on the films was implanted on an unknown date to resolve a type ia endoleak. In addition, the physician stated that the type iii fabric endoleak was not caused by overinflation of a balloon during molding of the graft.

Manufacturer narrative:
(B)(4).